Event description:
It was reported that after the surgeon drilled the hole at the patella and when implanting the suture anchor. They did a slight movement on the drill guide and after he mallet in the implant. Implant bended. Surgeon do another drill and a new suturefix was used and succeed. No patient injuries reported.

Manufacturer narrative:
One suturefix ultra ahr s was returned for evaluation. Visual assessment confirmed the reported complaint. The inner fork is bent. As reported the device shifted during insertion likely causing a misalignment with the insertion site. Ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Further investigation is not warranted at this time.